Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced tubes/extenders with molding defects (non-cosmetic) that can be used. This event occurred times. An unspecified amount of times the following information was provided by the initial reporter. The customer stated: it was found that the head of the tube was deformed in the blood collection of the patient, and the blood samples collected could not be inspected normally.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced tubes/extenders with molding defects (non-cosmetic) that can be used. The following information was provided by the initial reporter. The customer stated: it was found that the head of the tube was deformed in the blood collection of the patient, and the blood samples collected could not be inspected normally.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from the bd inventory were evaluated by visual examination and no issues were observed relating to molding defect as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode.